Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the underlying cause of death is coronary artery disease (cad) and chronic hypoxic respiratory failure (chrf).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that the patient died. In (B)(6) 2013, the patient presented due to unstable angina and myocardial infarction (mi). Subsequently, the patient was referred for cardiac catheterization. The target lesion was a de novo lesion located in the proximal left circumflex (lcx) artery with 99% stenosis and was 24 mm long with a reference vessel diameter of 3.0 mm.. The target lesion was treated with pre-dilatation and placement of a 3.00x24mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died of unknown causes. The patient was on hospice at the time of death.

Manufacturer narrative:
Death date, describe event or problem updated. (B)(4).

Event description:
It was further reported that the cause of death was decompensated systolic heart failure and autopsy was not performed.